Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. D10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735339r, lot #: -, ubd: unknown, UDI#: unknown h3, h6: the system was serviced in the field. An instrument failure was noted, confirmed it would not track. A reboot cleared the issue. Codes b01, c13, and d02 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used in a sacroiliac and thoracolumbar procedure. It was reported that the camera could not see the imaging system or trackers. The system was rebooted and all issues were resolved. The representative checked the system post op and it functioned as designed. There was no surgical delay and no reported impact on patient outcome. Additional information was received. It was confirmed that there was no impact on the patient's outcome.